Event description:
The customer reported, unknown/needs repair. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced ds1 30 pin yellow on display board assy for segment failure. And keypad (door) assy was damaged. The probable root cause of the reported issue was, due to electrical failure of the ds1 30 pin yellow on display board assy. A review of the device history record showed, the device had a manufacture date of 21jan2020. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.